Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to a company employee via email, and forwarded by our local affiliate (B)(4). This case involves a patient who received poly-l-lactic acid therapy (sculptra) on an unk date. Relevant medical history and concomitant medication info were not mentioned. On an unspecified date, the pt developed "post lifting" granuloma. A biopsy was performed, but no concise conclusion was found (it was not diagnosed if there was poly-l-lactic acid) . It was only found that it was a green material. Event outcome is unk. Per our affiliate no further info is expected for this case as there is no way to contact the rptr.

Manufacturer narrative:
(B)(4). Rptr's causality assessment: not provided. Add'l info received on 17-dec-08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for f/u info received on 03-apr-09: our affiliate reiterated that no further info is expected for this case, as they have no way to contact the reporter.